Manufacturer narrative:
Investigation results: this handpiece was received for eval and during testing, it was found to have the potential to run on its own related to pc board failure. A design change has been implemented for this failure mode. There have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures. In addition, the instruction manual for this device informs the user of the recommended service interval of every 12 months for this handpiece. A review of conmed linvatec's repair history for this unit shows no prior repair.

Event description:
The customer returned this shaver handpiece with the report that it would not operate. There was no report of injury or surgical delay associated with this event.